Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd tube sst plh 13x100 5.0 plbl gold cn they found a black transparent liquid (suspected its water) and found color red foreign matter on the bottom of the tube. The following information was provided by the initial reporter. The customer stated: "2022-05-06 received update from sales representative. The event description is updated as follows: there are black particulate fm and transparent liquid suspected of water in the unused tube, and there are red fm at the bottom of the separation gel."

Manufacturer narrative:
H6: investigation: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for foreign matter was observed. The nature and origin of the foreign matter could not be determined from the photos. Additionally, 59 retention samples from bd inventory were evaluated by visual examination and the issue of foreign matter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd tube sst plh 13x100 5.0 plbl gold cn they found a black transparent liquid (suspected its water) and found color red foreign matter on the bottom of the tube. The following information was provided by the initial reporter. The customer stated: "2022-05-06 received update from sales representative. The event description is updated as follows: there are black particulate fm and transparent liquid suspected of water in the unused tube, and there are red fm at the bottom of the separation gel."